Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks and six days later, a magnetic resonance imaging (MRI) revealed that an inferior vena cava filter was tilted, the legs of which terminated within the lumbar veins bilaterally. Approximately four years and three months later, computed tomography (CT) revealed that an infra renal inferior vena cava filter was noted. Approximately three months and five days later, the patient experienced lower abdominal pain. Approximately eight months and thirteen days later, an x-ray chest posteroanterior and lateral views showed that an inferior vena cava filter was noted at the level of l3-l4. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter tilt.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with acute deep vein thrombosis and contraindication to anticoagulation. Approximately four weeks post filter deployment, a magnetic resonance imaging (MRI) lumbar spine without intravenous contrast revealed that the filter tilted and filter legs terminated within the lumbar veins bilaterally. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower abdominal pain; however, the current status of the patient is unknown.